Event description:
Research nurse working with infant in prep for MRI. Blood backing up in uvcc and into extension tubing at 9:30 am, line checked, rate increased and multiple adjustments made due to drop iin blood pressure, blood continued to back up in the tubing., extension tubing was changed and found to have a large crack at the hub that connected it to the dopamine drip. Blood pressure dropped as low as a mean of 24 and the procedure was delayed for 30+ minutes before infusion stabilized.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and returned and evaluated, the MFR will file a f/u report detailing the results of the eval.